Manufacturer narrative:
The device was returned for evaluation. No data logs were returned. The sidearm was not returned. The returned pump was attached to a purge cassette with a purge bypass and the high purge pressure was reproduced on a console. Biomaterial was observed in the purge gap. The pump was soaked in water with tergazyme overnight, but the high purge pressure still did not resolve. No kinks were noted. Upon conclusion of the investigation, the cause of the high purge pressure was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, the aic displayed a purge system blocked alarm. The purge flow at the time of the alarm was .5 ml/h and the purge pressure was 1226 mmhg. Blood was also visible on the purge side arm. A purge bypass was completed, but the issue remained. Due to the persistent issue, the decision was made to replace the pump. Another pump was successfully inserted for ongoing support. There was no patient harm.